Event description:
A 50 year old pt presented for a small bowel exam. It was reported that the pt was mistakenly injected with liquid e-z-paque (barium sulfate suspension) through a groshong catheter which was positioned in the right atrium of the heart (approximately 40 cc's of barium was injected). It was stated that there was a misunderstanding between the pt and the technician in that the pt insisted that this was how the procedure was to be performed. The technician mistakenly took the pt's word for it and proceeded to inject the barium. After completion of the procedure, the pt expressed that she felt sick and had to vomit. However, the pt never vomited. The pt was transferred to intensive care sometime afterward. The chief technican at the facility contacted e-z-em, inc. For medical consultation regarding the ramifications of this and what could be done for the pt. E-z-em's vice president for imaging products contacted one of co's consulting physicians and then relayed to the chief technician that a chest film of the pt should be performed to identify the location of the barium bolus and that they should consult with a pulmonologist and neurologist in the unlikely event that the barium should get beyond the pulmonary barrier. The chief technologist expressed that she would relay this info to the radiologist and that she would contact co if they had any further questions. Follow up with the chief technologist on 1/15 revealed that the pt was doing okay and was released from intensive care. It was also stated that the barium had not gotten to the chest and is currently concentrated in the liver and spleen. On 3/3 e-z-em's medical director spoke to the hospitals director of risk management with respect to a 60 day follow up on the pt's progress. It was indicated that the pt was doing very well from the standpoint of the barium sulphate mis-administration but was a continual visitor to the hosp due to her underlying disease.